Event description:
There was an allegation of questionable elecsys hbsag ii assay results for two samples from the same patient on the cobas e 411 analyzer (rack system). Sample 1: the initial result was 168.2 coi (reactive). The repeat result was 163.4 coi (reactive), while the repeat results on the cobas pure were 196 coi (reactive) and 193 coi (reactive). On (B)(6) 2026, the repeat result was 196 coi (reactive). Sample 2: the result was 0.322 coi (non-reactive).

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The field service engineer suspected a pre-analytical issue; most likely, a sample mix-up might have occurred with the first sample. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The elecsys hbsag ii assay performs within specification.